Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there is an intermittent power issue. It was also reported that there is damage and moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: black box shows unexpected power on reset event on (B)(6) 2016, the battery compartment and battery cap are undamaged , returned battery cap was fastened and then unscrewed ½ turn with no reboots occurring. No evidence of moisture corrosion is observed in the battery canister or behind the display. Leak test passed. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, no moisture corrosion or intermittent condition was found to the cgm module or to the printed circuit board.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016-correction to serial #.